Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing static fill estimate of 70 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this could occur due to large variation in internal pressure measurements used to calculate remaining insulin and advised that once actual insulin reached displayed amount, fill estimate would begin to decrease normally, and caller understood and accepted this explanation.